Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Interrogation of the pump determined it was used to infuse morphine [18.9 mg/ml] at 12.079 mg/day; bupivacaine [9.5 mg/ml] at 6.0716 mg/day; and fentanyl [2000 mcg/ml] at 1,278.2 mcg/day. Analysis of the catheter found tears/coring in the cup of the sutureless connector (sc). During pressure testing, the catheter met leak criteria per ndhf 1162-113599. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a medical examiner regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain. The pump and catheter were returned to the manufacturer for routine analysis without any known complaints. The documentation received with the devices indicated that the patient was deceased. Per the medical examiner, the patient passed away on (B)(6) 2016, and the cause of death was hypertensive cardiovascular disease (hcvd). There was no allegation or information that reasonably suggested that the patient¿s infusion system caused or contributed to the patient¿s death. It was noted that the patient's medical history included chronic pancreatitis and the patient had been on long-term opiate therapy.